Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "stopped shooting" @ 100,855 joules and 19:06 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The case was completed with a "turp". Patient outcome: &#50440;ere was no injury to the patient."

Manufacturer narrative:
Failure analysis for (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.